Event description:
During a routine filter removal attempt, the surgeon captured the filter and upon retracting into the sheath, the filter stepped away. The doctor decided to release the filter and leave in the vena cava. The filter is now tilted and a couple of the limbs crossed.